Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a pinhole leak in one of the cuvette cell rinse tubings. He performed a full re-tubing of this part. The customer did not complain of any other issues after the service. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter received a questionable albumin result for one patient sample tested on the cobas 8000 c702 module. The initial result was 67.00 g/l. The repeat result was 36.8 g/l.